Event description:
As reported, it was a case of a 26mm sapien 3 ultra transcatheter heart valve, by right femoral approach. The patient had challenging femoral access due to previous renal surgery that affected both iliac arteries. During procedure, there were difficulties and extra push force needed while advancing the valve but the team managed after several attempts. It was difficult to advance the delivery system at the mid right iliac height. After several attempts, it was able to cross into aorta and deploy the valve successfully. The patient was hemodynamically stable during implant. During removal of the delivery system, there was a lot of resistance through the esheath, therefore, it was decided to remove the introducer and delivery system as a single unit. A new introducer 16f was inserted to minimized bleeding. Vascular angiogram showed dissection at mid right iliac level. The patient became unwell with low blood pressure and severe back pain. An intervention was performed to control bleeding with a hemostatic balloon until 2 stents was successfully implanted with good results. The procedure had a good outcome in the end and the patient was discharged home. Also, during angiogram it was noted that the radiopaque marker of the e-sheath got dislodged and ended up in the contralateral hypogastric artery that remained perfused, it was left inside the patient. The vascular tree was reviewed by surgeons and no further treatment was advised.

Manufacturer narrative:
Complaint reference number: (B)(4). The investigation is ongoing. The device was discarded.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. Investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: the radiopaque c-marker is separated from the sheath and present in the patient's body. During manufacturing, the device undergoes multiple 100% inspections. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Difficulty advancing through sheath. The complaint was unable to be confirmed. An existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event: undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Per the complaint description, ''patient has challenging femoral access due to previous renal surgery that affected both iliac arteries. Access had unacceptable caliber but no calcium.'' The access vessels were likely undersized as their caliber was noted to be unacceptable. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. The technical summary also outlines the extensive manufacturing mitigations inplace to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. System components separate during use. The complaint was confirmed through review of the returned procedural imagery (figure 1). Without the return of the complaint device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. Reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. Per the complaint event, ''at removal of the delivery system, there was a lot of resistance through the esheath during angiogram it was noted that the radiopaque marker of the e-sheath got dislodged and ended up in the contralateral hypogastric artery that remained perfused, it was left inside the patient. Vascular tree was reviewed by surgeons and no further treatment was advised.'' Per review of the returned procedural imagery, the radiopaque c-marker was observed separated from the sheath and present in the patient's body. Although it was reported that there was no damage to the sheath, no device nor device photos were provided; therefore, it is possible that some degree of liner delamination occurred and contributed to the separation of the c-marker as described in pra. As delivery system withdrawal difficulty was reported, the devices may not have been coaxially aligned during removal of the delivery system , which may have led to delivery system to catch onto the sheath tip and lead to the separation of the c-marker. Excessive manipulation can further exasperate the interaction between the devices and lead to the reported event. As such, available information suggests that procedural factors (non-coaxial retrieval, excessive manipulation) and patient factors (undersized vessel) may have contributed to the reported events. However, due to insufficient information provided, a definitive root cause is unable to be determined at this time.